Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the iol was cracked. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.